Manufacturer narrative:
5/13/1998: h6 - primary finding of device analysis revealed a ruptured pump tube, causing the containment compartment to fill with liquid.

Event description:
Explanted device rec'd by MFR from foreign reporter with comment "the pump was explanted due to stop infusion." Device is undergoing analysis by MFR as of the date of this report.